Manufacturer narrative:
(B)(4). Batch #: p9aa2w. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? The blade broken off. No further information will be available. Did the I blade get damaged or break off? No further information will be available. Is the jaw damaged but not broken off? No further information will be available. Is the top jaw loose but not detached? No further information will be available. Is the top jaw ptc material damaged? No further information will be available. Is the black ptc in the upper jaw detached? No further information will be available. Is the top jaw broken off the of the device? No further information will be available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx137c device was returned with the distal guide weld broken. In addition, the jaws were not missing as reported. Upon visual inspection to the device it was observed that the ground wire was broken at the distal guide area. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three time. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on how the distal guide weld got broken. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a hartmann's operation, the blade broke easily when the device pushed up the rectum. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.